Event description:
On (B)(6) 2025, a patient getting prepared for an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti-drain. Prior to the procedure, it was reported that the length of the trocar needle was allegedly found shorter than the catheter. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first photo shows partial view of drainage catheter in which thread was coming out from distal thread hole and the needle was protruding from catheter tip; however, the length cannot be confirmed as partial view of device were noted. The second photo shows partial view of drainage catheter in which the needle was protruding from catheter tip; however, the length cannot be confirmed as partial view of device were noted. The third photo shows partial view of drainage catheter in which thread was coming out from distal thread hole and the needle was protruding from catheter tip; however, the length cannot be confirmed as partial view of device were noted and without physical samples. It is not sufficient enough to determine whether the product did not meet specifications. Therefore, the investigation is inconclusive for reported length of trocar needle was shorter than the catheter issue as provided photos are not sufficient to confirm the issue for all the three device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient getting prepared for an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti-drain. Prior to the procedure, it was reported that the length of the trocar needle was allegedly found shorter than the catheter. The procedure was completed by using another device. There was no patient contact.